Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardiac defibrillator exhibited non sustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored electrogram. The patient did not receive therapy during the oversensing. Programming changes were discussed but were not performed; the physician elected to monitor the patient. The patient was in stable condition throughout.